Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise and oversensing on the right ventricular (rv lead). The device was temporarily reprogrammed with no resolution. During an follow-up the next day, there a ventricular loss of capture and the device was reprogrammed again to resolve the event and the patient was stable.

Event description:
The lead revision procedure was performed successfully and the patient was stable.